Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 65 mg/dl. The customer stated the suspected cause was due to being a "brittle diabetic" and having bg levels that are difficult to manage. The customer adjusted the settings on the pump, drank orange juice, consumed metamucil, stopped insulin delivery, and set a temporary basal rate. Additionally, it was reported that the customer received an occlusion alarm. The customer's bg level was 123 mg/dl. The customer declined to troubleshoot the occlusion. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.